Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 7078324.

Event description:
It was reported that the clinical study patient was seen for a follow up visit and the physician expressed concern with the patient's upper incision. The physician believed that the incision is not healing as fast as it could due to irritation caused by physical pressure on the incision and the naturally occurring tissue thinness at the incision site. The physician does not believe the site is infected, however he did prescribe preventative antibiotics as a precautionary measure. The physician also applied a pressure dressing to the incision and advised the patient to maintain the dressing for two weeks and to keep physical pressure off of the incision.